Event description:
A customer reported that the battery of their insulin pump was depleting rapidly. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer on how to put the faulty pump into storage mode before returning it. Additionally, the customer was advised to continue using the current pump as backup therapy until the replacement arrived, and arrangements were confirmed for the return of the faulty pump via a pre-paid label.